Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the status light of the home monitor remains orange.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report corrections/changes: e3.3. Occupation: changed to non-healthcare professional because initial reporter is microport representitive g3.3. Date received by manufacturer changed to 29/12/2022 as returned device investigation received.

Event description:
Reportedly, the status light of the home monitor remains orange.